Event description:
Device 1 of 3. Reference MFR report #1627487-2012-12471, 12472. It was reported the patient experienced intermittent pocket stimulation when bending down. It was also reported the patient feels one lead has migrated. The sjm representative interrogated the system and found one low contact and two high contacts. The patient was reprogrammed with lower-power programs. Follow-up determined the patient is scheduled for x-rays.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.